Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although no product has been returned as it was disposed of by the site, we have determined that the cardiac tamponade, ventricular fibrillation, cardiac arrest and subsequent death, are known inherent risks with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the events of cardiac tamponade, ventricular fibrillation, cardiac arrest and death are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported events of cardiac tamponade, ventricular fibrillation, cardiac arrest and subsequent death are known inherent risk of the farawave catheter. Cardiac tamponade, cardiac tamponade, arrhythmia and death are expected procedural complication addressed within the IFU for the farawave catheter. The ventricular tachycardia seems to be related to resuscitation efforts. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away due to cardiac tamponade. After ablations were applied to the left inferior pulmonary vein (lipv) a nurse commented that the patient looked "cyanotic". The fluoroscopy and echo were checked and it was seen that the heart was not moving. Resuscitation efforts were started and pericardiocentesis was performed. The patient experienced ventricular fibrillation which were initial resolved with external shocks, however, after pericardial issues had been resolved the heart did not resume normal movement. The patient was declared dead at this time. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away due to cardiac tamponade. After ablations were applied to the left inferior pulmonary vein (lipv) a nurse commented that the patient looked "cyanotic". The fluoroscopy and echo were checked and it was seen that the heart was not moving. Resuscitation efforts were started and pericardiocentesis was performed. The patient experienced ventricular fibrillation which were initial resolved with external shocks, however, after pericardial issues had been resolved the heart did not resume normal movement. The patient was declared dead at this time. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.